Event description:
Boston scientific crm received info that the pt with this defibrillation lead received a shock from their device, thus the device was going to be interrogated; however, telemetry could not be established despite several troubleshooting attempts. Technical services (ts) discussed the possibility of end of life (eol), or that the device shocked into a shorted lead, thus possibly shorting the device. Then, the pt was reporting add'l shocks, and the device was then able to be successfully interrogated. It was noted that a red fault screen was observed, the rate cut off (rco) was increased to 220 from 165 beats per minute (bpm), as it appeared the pt was being shocked for a rate below 165 bpm. It was noted that the pt had not undergone radiation therapy, and that the pt had not had a device check in approximately ten months. It was also questioned why no tones could be heard when a magnet was placed over the device. Ts explained that when the device is not in monitor+therapy mode, a magnet should elicit a constant tone; however, the device seems to be in a rather unique state, so it might be possible that is not responding properly to a magnet. Add'l info was provided that the device has been explanted; this right ventricular (rv) lead was noted to be fractured; confirmed via fluoroscopy. The lead was subsequently surgically abandoned. The pt later underwent a procedure to extract the leads. During the procedure, the lead was noted to be fractured at the pt's clavicle. During the extraction of this lead, the laser sheath perforated the pt's right ventricular (rv) and the pt subsequently passed away. It was noted that the lead was coming uncoiled, and the extraction was very difficult due to where it fractured. The lead was discarded post-procedure as it was noted to be in pieces.

Manufacturer narrative:
It was noted that the lead would not be returned to boston scientific, crm for analysis. There is no add'l info available. If further info becomes available, this event will be reopened.